Manufacturer narrative:
Results: the ace68 was fractured approximately 96.0 cm from the hub. The distal tip was ovalized approximately 132.5 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed a fractured device. If the device is forcefully retracted from its packaging at extreme angles or otherwise mishandled, damage such as a fracture may occur. Further evaluation revealed an ovalization on the distal tip. Based on the reported complaint, this damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a penumbra system ace 68 kit, the physician was flushing the penumbra system ace 68 reperfusion catheter (ace68), when it broke and unraveled towards the middle of the catheter. The damage to the ace68 was found prior to use and therefore it was not used in the procedure. The procedure was completed using another ace68.